Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) migrated/eroded. The physician elected to reposition this crt-d to a more optimal position. While performing the revision, the physician also noticed the left ventricular (lv) lead had a tiny hole in the outer insulation, so the physician repaired the damage with a silicone sleeve. The lv measurements were then taken, and were observed to be within normal range. There were no other adverse patient effects reported.

Manufacturer narrative:
This crt-d remains implanted, so therefore will not be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.